Manufacturer narrative:
The reported events of impedance, capture and sensing anomalies were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. During the procedure, the physician attempted to position the pulse generator lead in the atrium. The lead exhibited abnormal parameters in multiple tests. Subsequently, the physician then used a different lead and completed the implant procedure successfully. The patient was reported to be in normal and stable condition following the procedure.